Event description:
The customer reportedly obtained a blood glucose result of around 500mg/dl and around 200-300mg/dl on the accu-chek compact system within a ten min timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.